Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and indicated the customer replaced sodium electrodes to resolve the issue. The customer verified quality control and patient results were acceptable. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gaps on their dxc 600i clinical chemistry analyzer. The erratic results were not reported out of the laboratory. The customer repeated the patient samples on another dxc analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the patient data for one (1) patient.